Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the power does not turn on (it may turn on). There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance. After visual inspection, functional testing was performed. It was confirmed that the power would not turn on even when the power switch on the main unit was pressed. The root cause for the failure was deterioration of the membrane switch. The membrane switch was replaced to correct the issue. H-1000 device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.